Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced five episodes of peritonitis. The cause of and treatment for the events were not reported. It was not reported if the patient was hospitalized for the events. At the time of this report, the patient's outcome and action taken with pd therapy was not reported. No additional information is available as the reporter declined follow up.